Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging an error 1, error 2 message and was testing in the set up mode on their ultra2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to obtain further clinical information. The patient also mentioned that an error 1 and error 2 occurred; however, it is unknown when then this issue occurred and whether the issue occurred during the time of pressing the ok button. The patient mentioned that an hour after attempting to test, she exhibited symptoms of feeling of hungry, thirsty and sweating. The patient did not seek any medical attention or contact the physician for assistance. It is unknown how long the symptoms lasted. The patient was using the correct vial of test strips. While troubleshooting, it was noted that the patient had been pressing the ok button and trying to test their blood glucose. It was also noted that the patient was using non-lfs control solution. Lfs cannot guarantee the accuracy of the results when using non-lfs supplies. No further clinical information was provided. The error 1 was not resolved over the phone. The error 2 was resolved over the phone. The complaint is being reported since the patient alleged that due to the alleged issue and not being able to test, she developed symptoms suggestive of a serious injury.